Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported an error referencing the alarm (led) light emitting diode failure, and requested (cpu) central processing unit option codes. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported alarm led failure issue. The fse remotely confirmed with customer the cpu fixed the issue, and provided the customer cpu option codes.